Event description:
Boston scientific crm received information that that patient with this implantable cardioverter defibrillator (ICD) heard beep tones. The device had declared elective replacement indicator (eri). Subsequent information indicates that the device was explanted for normal battery depletion. The device has been returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. The device is a part of the shortened replacement window (4/05/2007) advisory. This issue is discussed in the q3 2010 product performance report.